Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727702, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during the use of a mynxgrip vascular closure device (vcd), the balloon broke. The doctor held manual compression to complete the procedure, using a compression bandage.

Manufacturer narrative:
Complaint conclusion: it was reported that during the use of a mynxgrip vascular closure device (vcd) the balloon broke. The doctor held manual compression to complete the procedure using a compression bandage. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1727702 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.